Manufacturer narrative:
Gbo complaint no: (B)(4). Received 15 loose pc 450230/b200648b for evaluation. We have no further complaints on the material/batch. A review of the quality, production, and maintenance records revealed no deviations in relation to the reported event. Samples were visually inspected. All samples were correctly assembled, and no visible crack, flaw or deformation could be observed. No safety shields could be observed warped as described by the customer. No functional deviations could be detected. Needles were threaded with zero deviations and all needles were centered and completely aligned from the center of the quickshield. The safety mechanism was activated by using fingers and a flat surface to close the needle appropriately. No deviations could be observed, all needles were completely and safely locked inside the quickshied. The complaint is not confirmed.

Event description:
Customer states when you close the safety device, the needle is to close to the safety device and [could cause] possible finger puncture. Customer advises the needle shields [safety] are warped. Occurrences greater than 2.